Event description:
During morning equipment checks user received a superficial burn on the right ring finger after turning on an aluminum oxygen cylinder to check for oxygen supply level. A flash fire occurred at the connection of the brass oxygen regulator and aluminum tank damaging the regulator and tank. The resultant flash fire discolored the paint on the tank and melted a small portion of the brass tank valve.